Manufacturer narrative:
(B)(4). Investigation summary: lot#9007864dhr was reviewed and no qn found. Manufacture records were reviewed, no abnormal was found. 7pcs retention samples were checked the leakage through clog test, there is no leakage detected, the water was flowed through the cannula tip which is meet requirement. No returned samples or actual defect samples for investigation, so we can¿t performing in-depth investigation. Investigation conclusion: however, we will keep monitor on similar issue from filed and trending regularly. Root cause description: based on the investigation above, the certain cause cannot be concluded at the moment. Rationale: according to dfema 149rmn-0004-03, the severity of leakage is moderate(s3), the occurrence of pen needle leakage complaint rate is <1 cpm(o1) since from 2017. According to CPR-028, the risk level is low, no need to open CAPA.

Event description:
It was reported that pen needle 31gx5mm 14 pack leaked. This was discovered during use. The following information was provided by the initial reporter: the patient was admitted to hospital due to diabetes. After admission, the patient was given insulin injection as prescribed by the doctor on (B)(6) 2020. When the needle was used to inject the patient, the patient was found to have fluid leakage, so the nurse had explained to the patient, replaced the needle and continued the injection.